Event description:
Primary tkr - (B)(6) 2007. First revision attended (B)(6) 2010 (B)(4). Surgery today, both (porocoat) femoral and tibial components were well fixed. Surgeon stated that patient had been experiencing significant pain, and decreased range of motion. No grey staining of tissues noted. Thickened synovium. Moderate bone loss - both femoral condyles involved and tibial central canal cemented, stemmed revision prosthesis implanted, with metaphyseal sleeves both sides. Vvc insert implanted. Specimens taken. Copious lavage attended.

Manufacturer narrative:
Following investigation by applied research and bioengineering, it was concluded that: root cause: undetermined. It is not possible to say why this device failed. The high bmi of the patient may have contributed to the failure of the device. A duofix femur was removed (B)(6) 2010 and was revised (B)(6) 2011. Severe scratching was reported on the revised tray and the femur in (B)(6) 2010. Less damage was seen on parts revised nov 2011 and no alumina grit was found. A piece of stainless steel was found which may account for some of the damage. No staining of the tissues was seen. Pain and loss of range of motion can have many causes. In this case, it is not possible to attribute the failure to the device, the surgical technique, the surgical procedure, the bone cement or patient factors. Several of these may have combined to cause the failure. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.